Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: thoracotomy decortication "he plugged in a new device and was working between the ribs. He activated the blade, but it would not open and when it finally came open, the jaws opened, but the blade was sticking out and was unable to retract. The blade was fully extended out of the jaws. The jaws were able to open and close though. The surgeon was not able to release the blade. It was getting stuck when he was moving medially and laterally down the rib line and towards the sternum. There were approximately 12 activation before the incident occurred. The jaws were cleaned twice during the procedure. There was no resolution to fixing the device. They grabbed another device, but it was at the end of the surgery and the surgeon was able to finish the surgery without needing the third device. The thickness of the tissue was 5 mm when the blade was getting stuck." Patient status: "patient was fine"

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the device was returned in the latched position with an extended blade. Additionally, eschar buildup was observed on the sealing surfaces of the jaws. During functional testing, engineering was unable to activate the blade, thus confirming the complainant's experience. After disassembly of the device, engineering noted an internal component was broken. Based on the condition of the returned unit of the event, it is likely that the reported event was caused by excessive blood and eschar buildup on the sealing surfaces of the jaws. The instructions for use (IFU) states, "build-up of eschar can negatively affect the sealing and cutting performance. For optimal performance, keep the blade channel and jaw surfaces clean. With the jaws closed pull and release the blade lever to clear the blade channel from eschar build up. Use a gauze pad soaked with sterile water or saline to remove eschar." The exposed blade was a result of manually manipulating the blade lever after the blade was jammed. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.